Event description:
The customer reported two (2) non-reproducible troponin I (access accutni+3) results involving the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) . Both elevated results were reanalyzed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, and lower results within the normal reference range were obtained. The customer did report the elevated results out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters such as qc, calibration and precision run were recovering within expected ranges. System check performed prior to the event passed within system parameters. A system check was also performed on the date of the event which initially failed but subsequently passed upon repeat. The samples were collected in lithium heparin plasma gel separator tubes and were centrifuged at either 3,500 or 5,100 rpm (revolutions per minute) for either ten (10) or three (3) minutes respectively. The samples were filtered and re-centrifuged prior to reanalysis. The customer stated that the samples were aliquoted into two (2) ml insert cups and analyzed through the closed tube aliquoter (cta). No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse discovered that air was being allowed to enter the wash pump. The fse repaired the rotor bushings to allow the rotor to completely seat with the stator. A pm (preventative maintenance) was then performed on the instrument. All verification testing (system check, quality control (qc) and precision testing) passed within published performance specifications. In conclusion, the rotor was not seating correctly with the stator thus allowing air to enter the wash pump.